Event description:
The patient had osteoporosis and lung cancer. During the x-stop procedure the spinous process broke. The surgeon proceeded with a hemi-laminectomy with the patient reported to be in good condition.

Manufacturer narrative:
Method - other, follow up conversation with company representative. No conclusion can be drawn.